Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The vials were broken when the kit was opened. There was no reported injury.

Manufacturer narrative:
(B)(4) a device history record review was performed on the kit and the saline ampule with no relevant findings. The customer reported broken ampules in the kit. The customer returned one lidstock, however, no ampule was returned. The saline solution on the returned lidstock's contents was circled with a marker with the word "broken" written. A corrective action is not required at this time as the root cause could not be determined as only a lidstock was returned and not the ampule. The reported complaint of a broken ampule could not be confirmed based upon the sample received. The customer returned a lidstock, however, no ampule was returned. A device history record review was performed on the kit and the saline ampule with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of a broken ampule could not be determined based upon the information provided and without a sample.

Event description:
The vials were broken when the kit was opened. There was no reported injury.